Event description:
It was reported that the device did not recognize when the cassette was locked. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the lens scratched. The event history log confirmed the reported event. Functional testing was able to replicate the reported issue; when the cassette was latched and/or locked, latch status was not displayed on the screen nor documented in the event history log and therefore the unit did not recognize the latch flex sensor mechanism. The root cause was determined to be a faulty latch flex sensor. The latch flex sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involvement, and no harm/adverse event was reported.